Event description:
It was reported that the patient had a floppy iris and after the surgeon inserted a cc4204bf collamer plate lens, he discovered the capsule was torn. The lens was removed and a vitrectomy was performed. An acl was implanted and sutures closed the wound. The reporter stated that the incident was the result of a pre-existing patient condition.

Manufacturer narrative:
Results - visual inspection of the returned product showed that there was evidence of a clear surgical residue, however, there was no visible damage to the lens.